Event description:
On (B)(6) 2003, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a computed tomography revealed aneurysm growth. The amount of growth is unknown and no endoleak was noted. On (B)(6) 2010, the gore excluder aaa endoprostheses were explanted. The devices were cut at the iliac arteries with the device limbs remaining inside of the iliacs. No other devices were implanted to treat the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met pre-release specifications. Please note an additional device implanted and related to this event: (B)(4).